Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the images flickered and a display of an overload fault error. An overload fault will shut the system down. There are no reports of patient injury or death associated with this event.